Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received from boston scientific technical services (ts) and the agent stated, that the recorded noise is clearly 50 hz noise. This is not a device or lead issue, it is external power line noise. The only other thing that might be going on is a remote possibility that the leads were not fully inserted or set screw not down for our device. Something was wrong when our device was connected. To summarize, we believe that something in the environment changed (subjecting our device to the noise) or perhaps our device was not properly connected or in the pocket.

Event description:
Boston scientific received information that this pacemaker was implanted and explanted prior to pocket closure due to noise and incosistant measurment issues observed during a recent device implant procedure. During the implant it was also noted that when reviewing the electrogram measurements with the device appeared inaccurate. A new device was successfully implanted and all measurements were within normal range.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.